Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that there was no unevenness. There is no available service history for this device. It was confirmed that the design was changed to improve the tolerance of damage to the power switch. Countermeasures item was shipped after december 11, 2013. It could be that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times that the power switch was exceeded the allowance value because the product was a product prior to countermeasures.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, normal cosmetic wear and tear was found on the housing. The reported issue was confirmed due to a faulty power switch. The software version needed to be upgraded. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the power button on video system center was stuck. The issue occurred during preparing to use the device. There was no patient involvement or injuries reported. No additional information has been obtained.